Event description:
Event: (cc# 98-01029) the iab leaked back into the system 97 pump. On 8/20/98, the following information was reported to datascope: alarms sounded from the pump. Iabp continued. When the doctor tried to remove the iab, the iab was entrapped. On 9/24/98, the following was reported to datascope: the nursing staff noted blood in the tubing. The doctor was notified and the iab was removed. Another iab was not inserted into the patient. When the iab was removed, a clot was noted at the tip of the catheter. The patient remained in stable condition in cticu after the event on 8/14/98. [Event complications]: unk-rpt'd 8/14/98; entrapped/surgically removed-rpt'd 8/20/98. [Patient's current status]: stable-rpt'd 9/24/98.